Manufacturer narrative:
Additional information: b5: lens was repositioned on (B)(6) 2021 and problem resolved. Reportedly, "patient is happy with binocular vision." Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+3.0/094 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.